Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Pump premature start: the cause of the premature pump start was most likely an unintended user error as clinical details noted pump was started outside of patient, and returned pump had red lumen still in pump and ran without issue in lab.

Manufacturer narrative:
Updated information: d9 device return date added. G1 MFR site name danvers removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that following percutaneous coronary intervention (pci), the patient experienced cardiac arrest, and a decision was made to initiate impella cp support. The pump was prepared and primed in accordance with the instructions for use (IFU). Prior to device placement, the impella system was activated extracorporeally. The pump subsequently failed to operate as intended due to being initiated without placement in the patient, resulting in a delay in therapy initiation. A new impella cp device was prepared, primed, and successfully placed. The patient was subsequently transferred to the intensive care unit (ICU) in stable condition. No signs or symptoms of patient injury or patient harm were reported in association with this event.